Event description:
The reporter stated that the aq2003v three piece silicone lens is not sliding in the aq cartridge-fp, as if the cartridges are not lubricious enough and chipped the lens back haptic. The lens remains implanted. On another cartridge with the same lot number ,the surgeon didn't like the feel of the lens when advancing as it felt tight. No pt injury.

Manufacturer narrative:
Evaluation: a lot number search and functional test were performed for the cartridge. Visual inspection of the returned aq cartridge-fp shows that there is no visible damage. Clear surgical residue/debris on the product. A cartridge lot number search was performed and no similar complaint was found within the search. Functional test with an aq2003v lens, diopter 29.0 shows no problem with ejection, no lens tears or cartridge tears. Both intact. Conclusions: based on the complaint history, lot number search, functional test and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.